Event description:
It was reported that there was possible intermittent t-wave oversensing (twos) exhibited on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtba1d1 crtd implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.